Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012; 5054-58 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the elective replacement of the implantable pulse generator (ipg) in 2019, the physician came across an unexpected capped right ventricular (rv) lead. The rv lead was capped and replaced for an unknown reason in 2012. No patient complications have been reported as a result of this event.